Event description:
It was reported that a shaft break occurred. The 82% stenosed, 15x3.0mm, concentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 3.25mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, upon advancing the device, the distal segment of the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. Tactile inspection and visual inspection was performed. The balloon was tightly folded, which indicates that the device may have been subject to inflation. There were numerous hypotube kinks. Inspection of the inner and outer shafts presented no damage or irregularities. The midshaft was separated 9.5cm from the distal edge of the hypotube. The separated the material was jagged, stretched and necked-down, which suggests that the separation may be related to tensile overload. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 82% stenosed, 15x3.0mm, concentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 3.25mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, upon advancing the device, the distal segment of the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).